Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in late 2008, that an autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the tome would not remain bowed. The procedure was successfully completed with another device. No pt complications were reported as a result of this event. The patient's condition was reported to be "fine".